Manufacturer narrative:
Product ID: mc1vr01 product event summary: the device was returned, analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys product event summary: the delivery system was returned, analyzed and analysis indicated the shaft was kinked/buckled and blood was visible in the shaft and sheath. It was noted the shaft was kinked at 29cm and 85cm, and due to this, there was resistance to deployment and recapture, but both did pass. In addition, blood was noted on the shaft and inside the device cup. Visual summary of analysis indicated damage during use.

Event description:
It was reported that during the implant procedure, the physician attempted to relocate the leadless implantable pulse generator (ipg) due to elevated threshold values in the first positioning attempt. It was noted during the repositioning attempt, the delivery system was "already sucked" before the leadless ipg was inserted, and the capture could not be carried out properly, which led to a difficult relocation. The transcatheter pacing system (tps) was removed from the patient, and blood clots were observed in the cone and the distal portion of the delivery system. The delivery system was washed several times, however, it could not be cleaned completely. It was decided to replace the tps due to difficulties to reposition the leadless pacemaker during the procedure. A new delivery system was used and a new device was implanted. No patient complications have been reported as a result of this event.